Manufacturer narrative:
(B)(4): the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. B)(4).

Event description:
It was reported during intra-aortic balloon (iab) catheter therapy that when trying to remove stylet of the balloon, the white plastic piece fell off and caused difficulty removing stylet. The guidewire insertion into inner lumen was difficult. Replaced catheter to continue therapy. There was no injury or harm to the patient.

Manufacturer narrative:
09/18/2017 (B)(4): the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The one-way valve and stylet wire were also returned separate from the iab. The stylet cap was observed to be broken off the stylet wire. The technician attempted to insert a laboratory 0.018¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. We were unable to confirm the reported difficulty inserting the guide wire. However the evaluation confirms reported difficulty to remove the stylet wire. We are unable to determine how this may have occurred. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) catheter therapy that when trying to remove stylet of the balloon, the white plastic piece fell off and caused difficulty removing stylet. The guidewire insertion into inner lumen was difficult. Replaced catheter to continue therapy. There was no injury or harm to the patient.